Event description:
It was reported that this right ventricular (rv) lead had a history of exhibiting oversensing of noise, as well as exhibiting low r-wave amplitude measurements. Undersensing causing inappropriate pacing was also observed. The patient was reported to have had an unrelated mitral valve replacement surgery on (B)(6) 2024, which correlates to the changes in the rv lead parameters. The physician was inquiring as to whether this rv lead may have dislodged form its original implant location, thus causing the reported clinical observations. The rv lead was reprogrammed and a revision procedure is being discussed. For now, the rv lead remains in service. No adverse patient effects were reported.